Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after the device delivered therapy. Upon review, inappropriate anti-tachycardia pacing therapy and high voltage therapy episodes were observed. The cause of the inappropriate therapies was believed to be due to inappropriate programming. Programming changes were performed. The patient was stable.